Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient called and reported that he recently had a planned back surgery which required that his catheter be tide off. His pump was still implanted, but he was looking at trying to get someone to remove it. He stated that he believed that his pump was permanently shut off, but today he could hear an alarm. During the call, the agent also heard the alarm, and it was a critical pump alarm. The patient was redirected to his healthcare provider (hcp) to confirm which alarm was occurring and to permanently shut down the pump. Additional information was received on 10-jun-2022 from the patient who reported that the cause of the alarm was not determined, but it was turned off. He stated that he was told about a year ago the pump was not working correctly. Nothing was ever done about it. They were wasting about 40% of the medication at refills every time he got the pump refilled. The machine they were putting on the pump to see how much was still in the pump was way off from what they were taking out an d throwing away. It was getting worse for about the last 1.5 years which was totally different from the first 4 years he had the pump. He stated that when the pump was turned off by his back surgeon, some how it came back on and emptied all the medication into his body until it went dry in a couple of days and it ¿about killed¿ him. The surgeon had removed the tube/catheter to do the l1-l5 fusion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.